Event description:
A 25mm amplatzer cribriform occluder (aco) was deployed but the right atrial disc did not appear to completely capture the superior vena cava rim; however, the aco was intentionally released. After interrogating the septum further it was decided the best course of action would be to remove the 25mm aco and replace with a larger device. A 12f amplatzer torqvue 45 delivery system (dtv45) sheath replaced the existing 8f dtv45 sheath and a pfm snare was used to capture the post on the aco. Within two minutes the aco was resheathed completely inside the 12f dtv45 sheath and removed from the body. A 30mm aco was then advanced and deployed. The aco appeared to capture all rims securely, was released and provided complete closure.

Manufacturer narrative:
The 25mm aco was received at sjm and decontaminated. The aco was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The aco was loaded into a test 8f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.